Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device received visual inspection and identified an embedded black particle. The device received functional testing with no issues noted. Upon conclusion of the investigation, the cause of the black particle was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black spot in the cassette. The patient did not connect to the cassette. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.